Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed a broken iab pneumatic connector on the condensate removal module assembly. The stm replaced the iab fill pneumatic connector which corrected the failure. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer as cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the safety disk was not removable and an autofill failure occurred on the cs300 intra-aortic balloon pump (iabp). There was no adverse event reported.